Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event as no specified failure mode was alleged. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicates the patient underwent an additional surgery to "repair defects associated with the perfix plug and removed it during the procedure." At this time it is unclear if only one or both of the mesh devices implanted were excised during this procedure. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to an post op complications. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. An additional emdr was created to address the second perfix plug implanted during the same procedure. Addendum: this supplemental MDR is submitted to document additional information provided: review of the medical records provided identify that the perfix plug was explanted. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia. Two perfix plug devices were implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to repair defects associated with the perfix plug and removed it during the procedure. It is alleged the patient was injured severely and permanently. The attorney alleges the patient experienced pain, additional surgical procedure and disability. Addendum per additional information provided: attorney alleges that the patient experienced pain, hernia recurrence, adhesions, bowel obstruction, contraction, failure to incorporate and emotional injuries. Addendum per medical records provided: a 47-year male patient was diagnosed with 3 large right inguinal scrotal hernias and was scheduled for open repair on (B)(6) 2015. Per the operative notes: a large hernia was identified. ¿meticulous dissection was performed to separate the hernia sac from the cord structures. This was somewhat difficult as a hernia sac dip deep into the scrotum. The hernia sac could not be completely separated out. It was divided: the abdominal end was ligated, and the scrotal end was left free. The hernia sac was completely reduced back into the preperitoneal space. 2 large bard/davol perfix plugs (device #1 & device #2) were placed in the floor of the inguinal canal. Next, the large patch was placed. It was tacked to the pubic tubercle and to the transversalis facia and shelving edge of inguinal ligament¿. About 2 years later, on (B)(6) 2017, the patient was diagnosed with an incarcerated recurrent right inguinal hernia and was scheduled for open lichtenstein repair. Per the operative notes: ¿the hernia was incarcerated in the scrotum. I separated the hernia from the surrounding tissue. The previous mesh (device #1 & device #2) were no longer attached to the fascia and was attached anteriorly to the hernia sac. I entered the hernia sac in order to reduce it. The hernia contents were reduced into the abdomen¿ the old mesh (device #1 & device #2) were dissected free from the canal with careful dissection of the vas deferens. The old mesh was resected. We then placed a patch across the floor and anchored it to conjoined tendon superior and medially¿. Patient was diagnosed with partial obstruction.

Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event as no specified failure mode was alleged. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicates the patient underwent an additional surgery to "repair defects associated with the perfix plug and removed it during the procedure." At this time it is unclear if only one or both of the mesh devices implanted were excised during this procedure. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to an post op complications. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. An additional emdr was created to address the second perfix plug implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a right inguinal hernia. Two perfix plug devices were implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to repair defects associated with the perfix plug and removed it during the procedure. It is alleged the patient was injured severely and permanently. The attorney alleges the patient experienced pain, additional surgical procedure and disability.